Event description:
A peritoneal dialysis (pd) nurse reported a patient experienced drain issues during treatment. The patient remained asymptomatic during this pd cycle: drain 0: 2009 ml; fill 1: 2507 ml drain 1: 3231 ml; fill 2: 2496 ml drain 2: 1948 ml; fill 3: 2496 ml drain 3: 4535 ml. The reported drain volume of 4535 ml was 181% over the expected drain volume which resulted in a reportable device malfunction. The patient did not require medical intervention or treatment as a result of the overfill.

Manufacturer narrative:
A review was performed by the (B)(4) of the treatment data provided. A large intra-peritoneal volume drain volume occurred in drain 3 with an undetermined case. There was no adverse event associated with this reported large drain volume. The peritoneal dialysis cycler was returned for evaluation and determined to be functioning according to product specifications. Further evaluation found no device malfunctions that would have caused the reported iipv event and the cause of the large drain volume could not be determined. A batch record review was conducted and confirmed there were no deviations or non-conformances during the manufacturing process. Product labeling, material and process controls were within specifications. Report 2937457-2013-00355 (previously submitted) there are 8 more reportable events for this patient MDR numbers 2937457-2013-00477, 2937457-2013-00478, 2937457-2013-00479, 2937457-2013-00480, 2937457-2013-00481, 2937457-2013-00482, 2937457-2013-00483 and 2937457-2013-00484.